Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that footswitch of an ophthalmic operating console did not respond during surgery. The patient experienced posterior capsule rupture, vitreous prolapse and corneal astigmatism. The procedure was aborted and the patient required unspecified medical intervention. The patient had prolonged anesthesia exposure. The patient's symptoms were continuing with poor visual outcome during post-operative examination after a week.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative reseated the cables and cleaned the footswitch. The company service representative noted balanced salt solution (bss) residue on a printed circuit board (pcb) within the footswitch and recommended a footswitch replacement. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event of an unresponsive footswitch is attributed to user handling. The root cause of the reported events of a posterior capsule rupture (pcr), corneal astigmatism and a vitreous prolapse remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).